Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that received information that this right atrial (ra) lead was explanted due to an unspecified product performance issue and was replaced with another manufacturer's lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was observed to have been severed and the proximal segment only was returned. Visual observation noted the presence of set screw marks on the lead terminal pins, the conductor coils were stretched, a portion of tubing was observed to be loose on the lead coils and electrocautery damage was noted in several locations on the lead. The lead was observed to have been stretched to the point of fracture. Analysis concluded that the damage to the lead was induced.